Manufacturer narrative:
Product complaint # (B)(4). UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A breakage occurred during the impaction of femur tests and the clamp used to pull pins no longer grasped the pins. Use of another ortho kit to complete the procedure. Surgical delay of 20 minutes, prolongation of anesthesia.

Event description:
Additional information received indicates that the instrument broke into two pieces.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: a breakage occurred during the impaction of femur tests and the clamp used to pull pins no longer grasped the pins. Use of another orthokit to complete the procedure. Surgical delay of 20 minutes, prolongation of anesthesia. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the attune pin puller surface with signs of usage. However, condition does not represent any device nonconformance. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though the conditions in which the reported failure cannot be replicated and the mating component was not returned for evaluation, a functional test was performed using medtech orthopaedics lab samples (styrofoam block and attune pins). Functional test revealed that the attune pin puller could grab and retrieve correctly the pins from the hard styrofoam. The overall complaint was not confirmed as the observed condition of the attune pin puller would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.